Manufacturer narrative:
It was reported that a split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that there was difficulty inserting the delivery sheath into the patient. Upon insertion of the delivery sheath it was noted that the tip of the sheath split. The delivery sheath had made contact with the guidewire prior to noting the split tip. The delivery sheath was removed from the patient and replaced with a new 14f amplatzer amulet delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that a split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing.

Event description:
It was reported that a 14f amplatzer amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that there was difficulty inserting the delivery sheath into the patient. Upon insertion of the delivery sheath it was noted that the tip of the sheath split. The delivery sheath had made contact with the guidewire prior to noting the split tip. The delivery sheath was removed from the patient and replaced with a new 14f amplatzer amulet delivery sheath. There were no adverse effects to the patient. The patient status was stable.